Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling. The arctic sun device was alarming low flow, water flow rate (wfr) was 0.4 l/min. Nurse checked the connections and tried disconnected and reconnected the pads. Had nurse pause therapy, empty the pads, and disconnect pads. Walked nurse through placing device in manual control. Patient temperature (pt) was 33.1c, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 22.3c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 50 percentage, system hours were 16,734, and pump hours were 14,326. Recommended nurse send this device to biomed for evaluation and swap to another device.

Event description:
It was reported that the nurse stated that they have a patient cooling. The arctic sun device was alarming low flow, water flow rate (wfr) was 0.4 l/min. Nurse checked the connections and tried disconnected and reconnected the pads. Had nurse pause therapy, empty the pads, and disconnect pads. Walked nurse through placing device in manual control. Patient temperature (pt) was 33.1c, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 22.3c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 50 percentage, system hours were 16,734, and pump hours were 14,326. Recommended nurse send this device to biomed for evaluation and swap to another device. Per follow up information received via task on 28may2025, spoke with biomed who stated this device would be receiving a full maintenance package. They could not confirm if it was being done onsite or being returned to a depot. They took information for manager to contact.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Nurse checked the connections and tried disconnected and reconnected the pads. Had nurse pause therapy, empty the pads, and disconnect pads. Walked nurse through placing device in manual control. Patient temperature (pt) was 33.1c, outlet monitor temperature (t1) was 23.8c, outlet control temperature (t2) was 22.5c, inlet temperature (t3) was 22.3c, water flow rate (wfr) was 0 l/min, inlet pressure (ip) was -2.3psi, circulation pump command (cpc) was 50 percentage, system hours were 16,734, and pump hours were 14,326. Recommended nurse send this device to biomed for evaluation and swap to another device. Per additional information received, spoke with biomed who stated this device would be receiving a full maintenance package. They could not confirm if it was being done onsite or being returned to a depot. They took information for manager to contact. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.